Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not to be reviewed since the device manufacture date cannot be verified as the customer could not confirm the serial number of the iabp involved in the event. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a "ap optical sensing failure". The iabp was switched with another iabp. No adverse event was reported.